Manufacturer narrative:
This lead was surgically abandoned and no return of product is intended. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular lead was surgically abandoned and replaced. No adverse patient effects were reported.